Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.

Manufacturer narrative:
Please disregard report #(B)(4).

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.

Manufacturer narrative:
Amendment. Corrected fields: b5 describe event or problem. H6 impact codes and device codes. This event is no longer reportable since technical services (ts) stated that the device exhibited normal battery depletion (nbd).

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.